Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose level was not impacted. As the customer changed the site prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion alarm was unable to be determined.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.